Event description:
While doing a cervical and lumbar mylogram, the table was at approx-80 degrees and the leather foot holders came out of the footboard and radiology techs held the pt and kept him from falling to the floor.